Event description:
It was reported that the subject device had errors e216 and e226 displayed. The issue occurred during a laparoscopy, appendectomy procedure. There was no report of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide correction and the results of the final investigation. Updated fields: d4; d9; g3; h2; h3; h4; h6 and h11. Corrected: e1-initial reporter establishment name: (B)(6); e1; e4. The device was not returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, the most probable cause was not determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.